Event description:
Material no: 362753, batch no: 8243894. It was reported that during use of the bd vacutainer® cpt¿ cell preparation tube with sodium heparin the cpt's granulocyte contamination rate rose to 50-55% compared to 15%. Customer is also experiencing high level of rbc in the tubes. The following information was provided by the initial reporter: in these days, as I previously mentioned, I used cpt tubes for pbmnc isolation in septic patients. I compared the obtained data with samples analyzed from healthy volunteers. Granulocyte contamination rate rise to 50-55% compared to 15%. I am facing also a high level of rbc in the tubes.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#373360. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through CAPA#373360. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through CAPA#373360 to identify the potential root cause(s). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 362753, batch no: 8243894. It was reported that during use of the bd vacutainer® cpt¿ cell preparation tube with sodium heparin the cpt's granulocyte contamination rate rose to 50-55% compared to 15%. Customer is also experiencing high level of rbc in the tubes. The following information was provided by the initial reporter: in these days, as I previously mentioned, I used cpt tubes for pbmnc isolation in septic patients. I compared the obtained data with samples analyzed from healthy volunteers. Granulocyte contamination rate rise to 50-55% compared to 15%. I am facing also a high level of rbc in the tubes.